Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the tip of the blade broke off during a functional endoscopic sinus surgery procedure. All the pieces were retrieved. The procedure was delayed for 5 minutes to ensure that all the broken pieces were recovered. A new blade was opened. There was no additional, non-routine action taken to prevent injury. There was no patient impact and that the patient was discharged to home.